Event description:
It was reported that a single occurrence of post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD) during a sensitivity test. The physician opted to make no programming changes since there were no other incidences. The ICD was being monitored. There were no patient consequences.